Event description:
Unomedical reference number: (B)(4) . Event occurred in the united states. It was reported that patient faced an issue with infusion set was leaking at site. The blood glucose level was displayed as high and managed by correction injections via multiple daily injection (mdi). The patient had high/large ketones, moderate , and small at different times and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).